Event description:
The patient complained hearing only weak sounds since 12/2004. The pt heard nothing at all 2 weeks later. Telemetry testing conducted fourteen days later confirmed that the device had malfunctioned.